Event description:
It was reported that bd arterial cannula 20g/45mm had leakage issue it was noticed that the product was leaking from the top of the cannula at the point that it meets the hub. We also have some video showing where it was leaking from. Action: there was blood spurting from the top of the plastic cannula where it meets the red hub. It needed to be removed from the patient and another cannula placed. We have removed product with the same lot numbers from use.

Manufacturer narrative:
H.3: if a device evaluation and or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Based on the DHR review, there is an inspection to inspect for leakage and aspiration failure, no leakage or aspiration failure qn being raise for the assembly needle (an) batch used to produce this complaint batch. 1 video is received. Refer to screenshot in attachment a. Leakage is observed in the catheter tubing of ac in the video. 1 sample is received. Refer to attachment b. A v-cut is observed on catheter tubing near the nose area on the front side of the ac sample. The leakage seen in the video could be coming from this v-cut. A simulation has been carried out by retracting the needle grip assembly and re-inserting it back into the catheter housing with the catheter tubing bending downwards (refer to figure 3). After the simulation, a v-cut is observed on the catheter tubing near the nose area on the front side of ac similar to that observed on the returned sample. From the investigation above, the v-cut in the catheter tubing could have happened outside the manufacturing facility. The complaint trend will be tracked and monitored.

Event description:
It was noticed that the product was leaking from the top of the cannula at the point that it meets the hub. We also have some video showing where it was leaking from. Action: there was blood spurting from the top of the plastic cannula where it meets the red hub. It needed to be removed from the patient and another cannula placed. We have removed product with the same lot numbers from use.